Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting during priming. The customer¿s blood glucose level was unknown. The customer also reported that the unexplained no delivery alarm as well as scratches on screen and rainbow effect on screen. Customer was declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing. Device had minor scratched lcd window. (B)(4).